Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad of insulin pump was not working. The customer¿s blood glucose level was 265 mg/dl at the time of incident. Customer stated that they were unable to press some buttons on the pump. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that using the up arrow and down arrow allow them to navigate screens. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump error 63 alarm during self test and confirmed in the insulin pump history file due to broken trace on keypad assembly.